Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that they were hospitalized due to diabetic ketoacidosis. The customer's blood glucose was over 400 mg/dl at the time of the incident. The customer's blood glucose was 198 mg/dl at the time of call. The customer's blood glucose was 600 mg/dl at the time of hospitalization. The customer's mother also reported that they experienced nausea, vomiting, abdominal pain and difficulty breathing. The customer's mother stated that they were treating the blood glucose with back-up insulin pump. The customer's mother stated that they were given IV drip fluids and insulin at the hospital to treat the blood glucose. The customer's mother stated that they were wearing the insulin pump at the time of hospitalization. The customer's mother performed high pressure test and the insulin pump passed. The insulin pump will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratched lcd window and cracked reservoir tube lip.